Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube, inflation lumen, and guide wire lumen. Microscopic examination revealed that the guide wire lumen prolapsed and has a hole in it at approximately 67.5mm from the tip. There is a puncture mark to the inflation lumen approximately 69mm from the tip. There is blood in the guide wire lumen and the balloon is partially loosely folded. No other damage or irregularities. Product analysis found damage to the guide wire lumen that would prevent a guide wire from passing thru.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that loading difficulties were encountered. A 2.00mm x 40mm apex balloon catheter was selected for use to dilate the lesion. However, it was noted that the device was unable to be loaded onto the wire. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed prolapse and hole in guidewire lumen and puncture mark in the inflation lumen.